Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix preloaded biliary stent was placed in the common bile duct (cbd) of a (B)(6) old male patient two to three weeks prior to a planned endoscopic retrograde cholangiopancreatography (ercp) and endoscopic ultra sound (eus) procedure performed on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the ercp and eus procedure, the physician noted the stent had migrated out of the cbd to the opposite wall of the duodenum. Therefore, the stent was removed and replaced with a non-bsc stent. It was reported the stricture was very tight. The patient had been referred for the ercp and eus procedure for unknown reasons, unrelated to the stent and stent migration. The patient did not present with any symptoms of stent migration at the time of the procedure, however during the procedure the physician noted an ulcer caused by the migrated stent. No further treatment was needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.